Event description:
Subsequent to the initial medwatch report, the following additional information was received. The device was used in a common femoral artery. The procedural sheath size was 6fr. A second proglide device was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. A femoral angiogram was not performed prior to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a diagnostic procedure. Reportedly, there was no suture in the proglide device after deployment. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.